Event description:
The operator stated that in the middle of the case while the pt was on bypass the arterial pump stopped without an alarm. No clinical consequences were reported, the pt is ok.

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet service rep evaluated the hl20 heart lung machine (9 years old) and found that the metal battery cover plate was positioned incorrectly. The battery plate was then positioned correctly, the device was tested to factory specifications and returned to the customer. There are no other complaints or reports of the hl20 device shutting down without an alarm or due to an incorrect positioning of the cover plate. Therefore this event is considered to be an isolated incident. MFR report# 8010762-2012-00009. (B)(4).